Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event of infection and erosion was received on 13aug2018. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 31oct2018. Information was subsequently received on 30oct2018 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was erosion and infection, and the implantable pulse generator (ipg) was reprogrammed. Approximately three days later, the ipg was explanted, a capsulectomy was performed and the leads were partially removed. A leadless pacemaker was implanted. It was further reported that the right ventricular (rv) lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications have been reported as a result of this event.